Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead had perforated into the septum and exhibited unspecified sensing issue. The lead was repositioned successfully and implanted into the right ventricle septum. Patient condition was stable.